Event description:
It was reported that the patient was recently diagnosed with neuropathy and an MRI was being done to determine cause. It was also reported that the patient's therapy had been working very well, but after several falls it "could be better." The patient tried increasing and decreasing stimulation without improvement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 39286-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 3708160, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 3708160, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer: model 37743, serial# (B)(4).